Event description:
Patient underwent an ascending aorta repair with valve replacement in 2003. Patient then left hospital two weeks later. During a follow up visit performed one month later, patient presented a dyspnea. An echocardiography examination revealed an effusion. Diuretics treatment was given to the patient to evacuate observed liquid effusion. It was however reported that a slight effusion was still present. Current patient status is unknown.